Event description:
It was reported that the left monitor would intermittently not display images. This issue will cause the sys to be unusable due to the inability to see the live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable and the camera were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.